Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4033 showed 21 other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. It was stated this occurred with 20 devices. This report addresses the 10th device.